Event description:
The customer alleged that the device became inoperative, while on a pt, with error code kb0065. There was no pt harm or change in therapy as a result of the malfunction. The customer's biomed dept inspected the device and could not duplicate the alleged malfunction. The customer support engineer (cse) also inspected the device and found no anomalies with the ventilator. The unit passed extended self testing. The malfunction was not verified and no malfunction may have occurred.